Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Due to no sample return the reported issue could not be confirm therefore the investigation results are the following: test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: n/a no sample.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. Although the pump catalog number and serial number were not reported at the complaint issuance, the user facility, st boniface gen hospital, was identify as having devices impacted by FDA recall number res# 92978. B. Braun has identified a sporadic occurrence of potentially false down and upstream pressure alarms which are caused by the upstream occlusion pressure sensor of the infusomat® infusion pump. Our investigations have shown that an isolated batch of upstream occlusion sensors built in a specific serial number range of pumps may deviate from their technical specification. Field corrective action fcsa-2023-08-14 has been issued by the supplier (b. Braun melsungen) to address this event.

Event description:
As reported by the user facility: details of complaint (reported issue): "started as downstream occlusion." And unable to empty secondary line.